Event description:
The article, "preprocedural 3d transesophageal echocardiography for the prediction of device deformation morphology and peri-device leaks after transcatheter left atrial appendage occlusion with the amplatzertm device", was reviewed. The article presented a retrospective, single center study to compare 2d transesophageal echocardiography (tee) and 3d tee measurements with conventional cardiac angiography (cca) and fluoroscopy in left atrial appendage occlusion (laao) with the amplatzer device and their ability to assess the eccentricity of the laa ostium as well as their impact on unfavorable results. Devices included in the study were amplatzer amulet and amplatzer cardiac plug. The article concluded that undersizing as well as oversizing of the laa occluder, as characterized by deformation type by fluoroscopy, was associated with postprocedural peri-device leaks (pdls). The eccentricity of the laa landing zone by 3d tee may indicate inadequate size selection of the amplatzer device leading to oversizing in patients with a more eccentric laa. [The primary and corresponding author was annemarie kirschfink, department of cardiology, angiology and intensive care, university hospital, rwth aachen university, pauwelsstrasse 30, 52074 aachen, germany, with corresponding email: akirschfink@ukaachen.de]. The time frame of the study was not reported. A total of 47 patients were included in the study, of which all received an abbott device. The average age was 76 years and the majority gender was male. Comorbidities included atrial fibrillation (paroxysmal, persistent, permanent), arterial hypertension, chronic kidney disease, congestive heart failure, prior stroke, prior bleeding, intracranial bleeding, gastrointestinal bleeding.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: preprocedural 3d transesophageal echocardiography for the prediction of device deformation morphology and peri-device leaks after transcatheter left atrial appendage occlusion with the amplatzertm device.

Manufacturer narrative:
Summarized patient outcomes/complications of preprocedural 3d transesophageal echocardiography for the prediction of device deformation morphology and peri-device leaks after transcatheter left atrial appendage occlusion with the amplatzertm device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation (paroxysmal, persistent, permanent), arterial hypertension, chronic kidney disease, congestive heart failure, prior stroke, prior bleeding, intracranial bleeding, gastrointestinal bleeding. Some of the complications reported were pericardial effusion, thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: preprocedural 3d transesophageal echocardiography for the prediction of device deformation morphology and peri-device leaks after transcatheter left atrial appendage occlusion with the amplatzertm device.